Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted by analysis. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted by analysis. Analysis found no display ramping on its own. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a scratched display window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.